Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, when plugged in the vari stim, it did not turn on. A second device was opened and it worked. There was no patient impact.

Manufacturer narrative:
H3: product analysis found the device and an open pouch were returned in a plastic bag. The pouch was open from 3 of 4 sides when returned. There were no traces of contamination observed on the returned device. There was also no damage noted in the construction of the returned device. Upon return, the manifold indicator was at 0.5ma setting and the manifold was turned easily between each setting (0.5ma, 1ma, 2ma). Electrically, setting 0.5ma shall be 0.5 ± 0.1ma and the actual reading was 0.5ma; setting 1.0ma shall be 1.0 ± 0.2ma and the actual reading was 1.2ma; setting 2.0ma shall be 2.0 ± 0.4ma and the actual reading was 2.4ma, all readings were in specification. Additionally, the led at the proximal end of the device illuminated a red light at each of the 3 settings as intended. The complaint was not confirmed, no out of specification condition was observed. H6: previously applied codes fdm b17, fdr c20, fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.